Event description:
Customer reported that the surgeon discovered the cuff would not inflate. Covidien has attempted to gather further details surrounding the circumstances of this report, without success. This report is associated to the second occurence reported on MFR report number 2936999-2013-00942.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.